Event description:
It was reported that a cartridge change error occurred. There was no information available regarding the impact on the customer's blood glucose level. Additionally, no further action or customer outcome information was provided.